Event description:
It was reported that the catheter was noted to have broken approximately 2cm from the insertion site. The catheter was clamped and removed. No additional information was documented regarding potential contributing factors.

Manufacturer narrative:
Method: record review. Results: a review of the manufacturing records indicated all device specifications and quality requirements were satisfied. The root cause could not be accurately determined because the physical device was not returned for a complete analysis.